Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned for an unspecified impedance issue. Requests for additional information were made but none was received. There were no adverse patient effects reported.